Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set adhesive issue event on 05 mar 2026. The patient reported that accidently pulling infusion set off during the middle of the night. The blood glucose level was 231 mg/dl.